Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced a defective sample probe 2 mixer. The cause of the discordant, falsely low cholesterol results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low cholesterol results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher and matching the patients previous results. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cholesterol results.

Manufacturer narrative:
The initial MDR 2517506-2016-00566 was filed on december 29th, 2016. Additional information (01/04/2017): a siemens headquarter support center (hsc) specialist concluded that the cause of the discordant cholesterol results was due to a defective sample probe 2 mixer, causing inadequate mixing of the sample and reagent. The instrument is performing according to specifications. No further evaluation of the device is required.